Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose, with blood glucose of 359 mg/dl at the time of the incident. The customer stated that the insulin pump was not delivering insulin. The customer was at 330 mg/dl at the time of the call. The customer used manual injections to treat as they were unable to lower their blood glucose using the pump. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.